Event description:
Follow-up identified the patient underwent surgery to explant the entire system. Lead issue is documented in reference MFR. Report# 1627487-2016-02089. The issue of discomfort has resolved post surgery.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported experiencing discomfort at the ipg site. Surgical intervention will take place as the next course of action to address the issue.